Manufacturer narrative:
Received one used b1115 ext set w/ 1.2 micron filter for inspection. The tubing was separated from the outlet port on the 1.2 micron filter. There was little to no solvent present on the tubing or outlet port. The inlet bond was tested for bond integrity per product specifications. The representative bond met performance expectations. The reported complaint can be confirmed. The probable cause is due to insufficient solvent applied during manual assembly. A device history lot review could not be conducted because no lot number(s) was/were identified. D9 device returned to manufacturer on 2/24/2025. Corrective actions are in process.

Manufacturer narrative:
The device is not available for evaluation; however, photo samples were provided.

Event description:
The event involved a 12" (30 cm) ext set w/1.2 micron filter, clamp, rotating luer where the customer reported that the child ¿bled out¿ but has since been stabilized and is okay. The customer attributed this event to a failed bond at the filter. The incident occurred either on the (B)(6) of this month. There was patient involvement

Manufacturer narrative:
Correction: b1. And h1. After further review it was determined that this should have been sent as an adverse event/serious injury complaint. H6. The statement "and was stablized" (see b5.) Is now interpreted to mean there was medical interventions. The f code was updated to reflect that.